Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found experiencing underfill during use. The following has been provided by the initial reporter: the sample volume taken from the bd tube is smaller than the volume collected from the greiner tube (both of the same volume). This same . Procedure was performed by more than 5 different units. Bd gel 5ml captures 4ml sample. Edta 4ml captures 3.2ml of sample. Slow collection of the vacuum tube, when there is a large number of patients ends up damming and slows care. Customer has informed by e-mail that it was not possible verify if there was any kind off errors in the results. Slow collection and reduced sample volume were observed in all collection modes, with bd needle, bd syringe and needle, and bd scalp.

Manufacturer narrative:
Correction: additional information provided the following information has been updated: describe event or problem: it has been reported that the bd vacutainer® sst¿ blood collection tube has been found experiencing underfill during use. The following has been provided by the initial reporter: the sample volume taken from the bd tube is smaller than the volume collected from the greiner tube (both of the same volume). This same . Procedure was performed by more than 5 different units. Bd gel 5ml captures 4ml sample. Edta 4ml captures 3.2ml of sample. Slow collection of the vacuum tube, when there is a large number of patients ends up damming and slows care. Customer has informed by e-mail that it was not possible verify if there was any kind off errors in the results. Slow collection and reduced sample volume were observed in all collection modes, with bd needle, bd syringe and needle, and bd scalp.

Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found experiencing underfill during use. The following has been provided by the initial reporter: 1 the sample volume taken from the bd tube is smaller than the volume collected from the greiner tube (both of the same volume). This same procedure was performed by more than 5 different units. Bd gel 5ml captures 4ml sample. Edta 4ml captures 3.2ml of sample. 2 slow collection of the vacuum tube, when there is a large number of patients ends up damming and slows care. Customer has informed by e-mail that it was not possible verify if there was any kind off errors in the results. Slow collection and reduced sample volume were observed in all collection modes, with bd needle, bd syringe and needle, and bd scalp.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos and a video were provided by the customer facility for investigation. The photos and the video were evaluated and the customer's indicated failure mode for underfill with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non- conformances during manufacturing of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found experiencing underfill during use. The following has been provided by the initial reporter: the sample volume taken from the bd tube is smaller than the volume collected from the greiner tube (both of the same volume). This same procedure was performed by more than 5 different units. Bd gel 5ml captures 4ml sample. Edta 4ml captures 3.2ml of sample. Slow collection of the vacuum tube, when there is a large number of patients ends up damming and slows care.